Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pace impedance greater than 2,000 ohms. The lead was not sensing and capture could not be obtained. The clinician reprogrammed the configuration from lv tip-to-right ventricular (rv) coil but the issues continued. Technical services (ts) discussed the lead was probably fractured. Ts advised reprogramming the device to rv only and the lv lead to none. The clinician will discuss the recommendations with the physician. No adverse patient effects have been reported. All available information indicates that the lead remains in service.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Additional information was received that the lead had been programmed off. The physician believes the lead damage occurred quite awhile ago. The patient is asymptomatic so there are no plans to intervene at this point. The patient will be monitored and if symptoms develop then they will reevaluate the plan moving forward.

Event description:
Additional information indicated that the patient was experiencing diaphragmatic stimulation. A revision procedure was performed and the lead was surgically abandoned.